Event description:
Noise was present on the rv lead causing an inappropriate detection and an aborted shock. All lead testing values are normal. The lead remains implanted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available iegms confirmed the presence of artefacts in the rv channel, which led to the detection of vf episodes. In this available section no shocks were delivered. These observation suggest the presence of a potential insulation damage on the lead. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.